Event description:
It was reported that the product was indwelled in the patient from (B)(6) 2021 to (B)(6) 2021. However, a spontaneous removal of the product occurred. The customer then checked the product and found detachment of the pilot balloon from the inflation line. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is manufacturing. DHR review was done, no issues related to the original complaint were found.